Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: suggested component code- mechanical (g04) ¿ drill. No product was returned. Inspection of the customer provided picture clearly shows that the upper portion of the notched end of the drill bit has fractured. The drill tip is still intact. The complaint is confirmed. A determination cannot be made as to what caused the notched portion of the drill to fracture. A lot number cannot be determined off of the customer provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure that the drill fractured during pre-drilling for mandibular screws. The item was new and had been used approximately 3 to 5 times for the other holes in the patient's mandibular area. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, and h10.